Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery several times. The customer's blood glucose was 501 mg/dl, which was treated with a bolus delivery. Troubleshooting was not performed since the reported issue was a past event. The discontinuation of the device was advised. Nothing further was reported.